Event description:
Per the clinic, it was reported that the patient underwent explantation surgery under general anaesthesia (date not reported) due to obsolete external. The patient was reimplanted with another cochlear device (specific date not reported).